Event description:
The customer reported that after 1 ½ to 2 days of wearing a pod, he checked his blood glucose and it was 270 mg/dl. At that time, he noticed the cannula was out. He changed the pod, and his blood glucose returned to normal. Prior to the high blood glucose, his results were normal with the same pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess product condition. The customer reported the cannula dislodging from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ and ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted, if it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery.¿ no qualification records were reviewed, because no product lot number was reported.